Manufacturer narrative:
Product analysis: the device returned coiled in 2 biohazard bags. Device was decontaminated with cidex opa solution soak and tergazyme soak. The device was received with the cutter in the cutter window and the plunger at the proximal end of the housing. The cutter was advanced but could only advance approximately 5mm as the plunger was blocked by hardened biologics. The device was immersed in warm water overnight to soften the biologics. The cutter was then advanced 25mm into the housing without issue. The cutter driver was turned on and retracted. The cutter returned to the cutter window, the tip deflected, and the cutter rotated in its correct cutting position. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the turbohawk during procedure to treat little calcified plaque in the mid distal left superficial femoral artery (sfa). Vessel exhibited 80% stenosis and had no tortuosity. A non medtronic 7fr sheath was used. The vessel was post dilated. IFU was followed. It was reported that the device was not cutting entirely even when the thumb switch was all the way back. A few cuts were made but very few especially given the lesion length. Physician was a very experienced user of the hawk device. The procedure was completed by taking out the device and re-cleaning it. The cutter was located outside of the housing when the device was removed from patient. There was no deformation noticed in the cutter. The device was safely removed from the patient. No patient injury reported.